Manufacturer narrative:
Upon completion of the investigation it was noted that the unit as received had low rf output power on test. Problem isolated to broken transistor, solder on main bd. Display bd works intermittently and must be replaced. Unit needs new knobs and caps. No updates needed. Unit as received had low rf output power on test. Problem isolated to broken transistor, solder on main bd. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Output power is too low, adjust to maximum only about 70malis. (B)(6) 2015: per affiliate. Was there a delay in surgery over 30 minutes? No. Were there any adverse consequences to the patient? No. What actions were taken as a result of this incident? No action was taken due to no adverse effect on patient.